Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00278 on 06-oct-2022. Additional information (13-oct-2022): the customer informed siemens that the folate controls of lot 333 were in range and that the physician(s) did not question the reported results because they were in the expected range. Siemens reviewed the information provided and identified a customer bulletin that was published, "atellica im folate assay improvement - distinct calibration of serum and whole blood" (11641601, rev. A), and introduced a new test definition (tdef) enhancement for folate. The investigation performed by siemens concluded that the customer scanned the master curve card (mcc) for folate lot 337 without disabling serum as a sample type and ran patient serum samples using folate lots 333/335 and the new test dentition. Siemens informed the customer of the instructions included in the customer bulletin 11641601 regarding the distinct calibration of serum and whole blood with reagent lots 337 and above and that the new tdef assay ID for serum is identified as "folserum" and whole blood is "fol." The atellica im 1600 system is operating as specified, and no further investigation is required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). The customer noted scanning master curve cards (mcc) for folate (fol) without disabling serum as a sample type and running patient serum samples with folate reagent lots 333 and 335, which are incompatible with the atellica im 1600 analyzer and test definition (tdef) 1.4. A siemens application specialist informed the customer about the "atellica im folate assay improvement - distinct calibration of serum and whole blood" customer bulletin (11641601, rev. A.) That was released in september 2022 regarding the atellica im analyzer folate test definition (tdef) enhancement. Siemens is investigating the event.

Event description:
The customer ran folate (fol) reagent lots 333 and 335, which are incompatible with the atellica im 1600 analyzer and test definition (tdef) 1.4. The customer informed siemens that they ran the reagents and reported serum folate (fol) patient results with tdef version 1.4 installed on the atellica im 1600 analyzer. The customer did not provide patient data and results, and it is unknown if discordant results were obtained and reported by the customer. There are no reports of patient intervention or adverse health consequences due to the use of fol reagents that are incompatible with the atellica im 1600 analyzer and test definition (tdef) 1.4.